Manufacturer narrative:
(B)(4). The lot number provided was an incorrect lot number. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as the lot number originally provided is not a valid lot number. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Not returned to manufacturer.

Event description:
(B)(4) received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2016-00208 for the second report. It was reported that a crack was noted in the double swivel elbow of the suction catheter. The device was replaced without issue. No injury to patient was reported. No additional information provided.

Manufacturer narrative:
The device history record for m5257t504 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).